Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone. There was a .014 guidewire stuck in the lumen of the device that was protruding out from the tip approximately 49cm and protruding from the proximal end approximately 96cm. The stent was not returned. The inner liner was kinked/damaged approximately 11cm from the tip. The handle was opened during investigation and it was noticed that the proximal inner was prolapsed. No other damage was noticed. The prolapsing of the proximal inner and the damaged inner liner was most likely due to the customer using an under size guidewire. The stuck wire was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported that the stent delivery system (sds) became stuck on the guidewire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6 x 180 x 130 innova¿ stent was selected for use over a jupiterfc guidewire. The stent was deployed without issue in the peripheral sfa and the procedure was completed with this device. When the stent delivery system (sds) was attempted to be removed, it became stuck on the wire, so both devices were removed together. There were no patient complications reported and the patient was stable after the event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent delivery system (sds) became stuck on the guidewire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6 x 180 x 130 innova¿ stent was selected for use over a jupiterfc guidewire. The stent was deployed without issue in the peripheral sfa and the procedure was completed with this device. When the stent delivery system (sds) was attempted to be removed, it became stuck on the wire, so both devices were removed together. There were no patient complications reported and the patient was stable after the event.